Manufacturer narrative:
Photos of the failed devices were received and the reported issue was confirmed. An unopened sample was also provided for evaluation. Marrow acquisition test was performed on the unused sample using a synthetic bone structure in order to reproduce product use and no issues were encountered. The cannula did not detach from the handle. A pull test was also performed on the unused device to determine how much force was required to reproduce the reported issue. The results were found to be acceptable per applicable criteria. Visual inspection of the device bond area was conducted and no indications of damage were found. Therefore, based on this information we are unable to determine the exact cause for the issue reported. During the analysis of the manufacturing process, it was found that the solder paste adhesive dispensing step for the placement of the lock was not (B)(4), not ensuring that the operator conducted the step in the same manner 100% of the time. Therefore, allowing for inconsistency in the product condition. This process is completely reliant on the individual personnel performing the step. Based on this evaluation it is possible that deficiencies in the dispensing process for the lock-cannula bonding could be a potential cause for this type of failure. Therefore, the most probable cause for this incident can be related to the fact that the dispensing process is not error proof. The dispensing process will be analyzed to determine opportunities for improvements and applicable changes will be made as determined by this evaluation.

Event description:
During a biopsy intervention, the handle of the bk3511 came off. They are not broken, there is no sign of damage. The cannula had to be taken out of the patient's tissue with a forceps.